Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) would not establish telemetry. Changing out the wand was tried and was unsuccessful. A guidant technical services (ts) consultant confirmed that the caller was using the appropriate programmer. A second programmer was tried, but unsuccessful. It was verified that no monitoring electrodes were near the device or wand. The crt-d was last interrogated nearly a year ago. The caller did not think the magnet feature was disabled. Magnet application did not elicit tones. The patient has not received recent shocks or heard any tones. An electrocardiogram was done and a pacing complex was not seen. No adverse patient symptoms were reported.